Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 425 mg/dl and 400 mg/dl. The customer was treated with manual injection. Based on customer report customer does not allege pump was under delivering. Customer reports insulin exited at the quick release. Declined further troubleshooting for high blood glucose level. The device will not be returned for analysis.